Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that a laser probe got stuck in trocar during a cataract/vitrectomy combination surgery. The surgery was completed by replacing the laser probe with another one. There was no patient harm.

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was received and a visual assessment of the returned sample showed no obvious non-conformities. The 25 gauge illuminated flex curved laser probe evaluation found the sample to have a nonconforming tip. Further evaluation found the 25 gauge illuminated flex curved laser probe to have excessive adhesive near the cannula-nitinol junction. This caused the sample to have resistance in the trocar cannula. The customer reported event was confirmed. Based on qa assessment, the product met specifications at the time of release. The root cause can be attributed to excess adhesive on the nitinol-cannula junction. An internal investigation has been opened to address this issue. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).